Event description:
It was reported that during an open lobectomy procedure, the device could be fired on the pulmonary vein properly till the 2nd firing. However, the staples of the acral part (about 1/3) were not deployed at the 3rd to 5th firing. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): firing trigger teeth. The analysis results found that the scw45 device was received with the firing mechanism damaged as the knife was exposed, and with five reloads present. Reloads d and f were received fully fired; reloads b, c, and e were received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).